Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Twenty-one devices and one picture were available for eval uation. The visual inspection of the returned staple guides noted the presence of full complements of staples. Further inspection noted that the green bars were not visible in the indicator windows and the safety features were engaged. The staple guides were observed to be attached to the instruments with no damage to the staple guides. Evaluation of the eccentric washers noted that they were secured. The visual inspection of the anvils of the instruments were observed to be not tilted and separated from the instruments. Further inspection of the anvil cutting rings showed no traces of knife impressions and the rings were received intact. The visual inspection of the picture provided noted that the an anvil was tilted with a tissue donut inside a lumen and was disengaged from the instrument. Functional testing found that the wing nuts and safeties functioned properly upon rotating the twist knobs. The green bars were visible within the indicator windows when the twist knobs were fully closed. The instruments were applied to the appropriate test media producing acceptable results. Pusher-fingers and knives advanced when the handles were squeezed and the knives cut the media cleanly and completely and full complements of staples was deployed and properly formed. The devices were subjected to measured anvil retention tests and had acceptable forces required. The devices also produced all audible, tactile, and visual indicators during the functional testing. The instruments body label were removed for evaluation of the eccentric washer assemblies. It was reported that the anvil disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a robotic laparoscopic sigmoidectomy, after firing, the anvil got detached from the stapler when the stapler was opened by turning the knob twice. It was found that the anvil was trapped in the rectum after being detached from handle. The surgeon pulled out the anvil from the rectum by hand. There was no patient injury.